Manufacturer narrative:
Samples received: none, picture. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock. In the ampoules received, there are polymerization nuclei along the cannula that caused the obstruction of the cannula. According to the information received, one pouch of histoacryl was empty, no ampoule was inside the ampoule. Reviewed the batch manufacturing record, there was no deviation related to complaint description. The histoacryl machine for filling ampoules and packaging them into the foils is designed to detect every empty pouch and sort it out. The empty pouches were put in a small bin. In this case, there may have been too many faulty pouches causing an overflow of the bin. Unfortunately, the design of the bin at that time point allowed that faulty pouches could have fallen from the reject bin onto the conveyor belt for the correct foil. The affected foil was packed together with all the correct foils into the boxes. This was an accidental and isolated problem, and it is considered that the rest of batch is correct. Final conclusion: it is concluded that the complaint is justified. Corrective/preventive actions: in april 2016 the disadvantageous design of the bin was identified and as corrective action in the reject bin an outlet to the side opposite to the conveyor belt was introduced. Thus, after that this error should not have been occurred again. This batch was produced before the corrective measure implemented.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: egypt. The customer reported that the ampoule was empty inside the pouch.